Event description:
Call center report states pt alledges feeling pain in her hip. Further follow-up with the medical records indicate the pain is from her left hip trochanteric bursa. Medical records also indicated that the pt has been revised due to loosening of the femoral stem.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges fracture (component).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.